Manufacturer narrative:
This ra lead was subsequently surgically abandoned. The investigation is considered closed. If new information were to become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this transvenous right atrial (ra) lead was determined to be fractured during the normal device changeout of the associated implantable cardioverter defibrillator (ICD). Loss of capture and non-sensing were also evident. There were no reported adverse patient effects associated with this clinical observation.